Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse replaced the sample syringe, sample probe, sample syringe case, wash syringe and the degasser to resolve the issue. Beckman coulter internal identifier is (B)(4). Patient demographic information was not provided.

Event description:
The customer reported low glucose (glu) and blood urea nitrogen (bun) patient results were generated on the au680 clinical chemistry analyzer. There was no change to patient treatment. Quality control (qc) results were within laboratory¿s established range prior to the event.